Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite investigation was preformed and the field representative was unable to replicate the issue. Further investigation recommended system computer replacement. Computer was replaced and no further issues were reported. System logs were also analyzed but provided no additional insight regarding the cause of the reported event. Analysis of the returned computer could not confirm any failure as it passed all required testing and operated as intended. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while powering the navigation system on; it became unresponsive for 10 minutes. They rebooted and system functioned normally. There was no patient present when this issue was identified.